Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that while testing uninterruptible power supply (ups) was receiving power but power was not coming out from it. Fans of the uninterruptible power supply (ups) were not turning on. Representative replaced uninterruptible power supply (ups) and performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the navigation system unexpectedly shut down when in stand by and was not possible to switch on the system. There was no patient present at the time of the issue.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the ups would not power on, and that the fan would not spin while the unit was not energized.